Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, incomplete apposition occured. Target lesion #1 was located in the 1st right posteriolateral branch with 85% stenosis and was 14.0 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement of a 2.75 mm x 16 mm taxus liberte stent. Post stent deployment ivus was used which noted incomplete apposition. This was treated with post-dilatations using a compliant balloon. Residual stenosis was 0%. Target lesion #2 was located in the proximal circumflex with 80% stenosis and was 12.0 mm with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 mm x 16 mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.